Event description:
"Female at facility for induction of labor. Nurse programmed device with lactated ringers 125cc/hr in channel a. Pitocion 4mu through channel b at 9:00am. At 9:26am a deceleration was noted in baby's heart rate. Two nurses went to check pt and found the IV pump bolusing pitocin at 600ml/hr. Medication was immediately stopped. Pt required c-section delivery". According to the risk mgr there was no harm to the mom or the baby as a result of the event.

Manufacturer narrative:
The section h10 of the initial MDR 6000001-2006-02257 stated, "event date of november 1, 2006", which was inserted in error. The correct date is november 1, 2005.